Manufacturer narrative:
The date of initial implantation was not reported. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016 to replace the abutment, due to skin overgrowth and irritation at abutment site.